Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (lowest was 52 mg/dl) due to the pump not having the reverse correction feature. Reportedly, the customer had to calculate to override boluses and as a result, customer were not always correct and incorrect dosages were delivered. Customer took glucose for treatment of low bgs.